Manufacturer narrative:
This report is submitted on january 04, 2023.

Event description:
Per the clinic, the implant magnet was explanted (date not reported) due to pain. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the implant magnet was explanted on (B)(6) 2022, under general anaesthesia. This report is submitted on march 14, 2023.